Event description:
End user alleges the air flow was blowing hard all of a sudden. Low o2 light was on and alarming. Intermittent issue, only happened once. Unit used on 3-4 liters. Dealer was contacted and they told end user how to reset machine over the phone and advised that unit should be serviced. Unit was purchased second hand and smelled of cigarette smoke. He has had unit for 11 months. Unit has about 7000 hours. Unit is being rented by insurance company from major medical.